Manufacturer narrative:
Problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2023-01626 for the exalt model b scope. It was reported to boston scientific corporation that an exalt model b single use bronchoscope was introduced for use in a bronchoscopy procedure on (B)(6) 2023. During the procedure, the scope was originally working and suddenly the screen went black as if the device was off. The scope and monitor were unplugged and re-plugged, but the image was not restored. A second scope was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: problem code a06 captures the reportable event of loss of visualization inside the patient. Block h10. The returned exalt model b monitor was thoroughly inspected and analyzed. Product analysis could not replicate the issue. However, the device log information was reviewed, and it was found that the unit experienced intermittent failures related to the allegation. Product analysis determined that the failure was likely due to intermittent operation of the printed circuit board (pcb) of the universal serial bus (usb) hub. The reported complaint was confirmed. Based on all gathered evidence, the cause code selected is cause traced to component failure, which indicates that the failure was an expected or random failure with no relation to design or manufacturing. Therefore, the reported compliant was confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2023-01626 for the exalt model b scope. It was reported to boston scientific corporation that an exalt model b single use bronchoscope was introduced for use in a bronchoscopy procedure on march 06, 2023. During the procedure, the scope was originally working and suddenly the screen went black as if the device was off. The scope and monitor were unplugged and re-plugged, but the image was not restored. A second scope was used to complete the procedure. There were no patient complications as a result of this event.